Manufacturer narrative:
Feb. 01, 2016 05:01 pm (gmt-5:00) added by (B)(6): (B)(4). Maquet has received similar complaints with a similar malfunction. An investigation was performed on previous complaints and results are as follows: during production the welding process of pins was observed. The welding machine runs automatically. The temperature and the time have been automatically entered to the machine. During the production of reservoirs, all stages are controlled visually, and there is no possibility that there could be broken pieces in the reservoir. High pressure air is pumped into the reservoir after each process. In order to duplicate the failure, the products were tested by throwing them in different ways. It was observed that the pins (blue spots) broke similar to the complaint, but there were no scratches and cracks on the reservoir. In addition, process risk assessment of the welding parameters have been reviewed. Based on the investigation, it could be possible that the pins were broken off during transportation. The operators have been informed of the issue with regards to the complaint. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
Upon priming, but prior to mechanical circulation, blue plastic debris was seen in the circuit. No known patient effect. (B)(4).